Event description:
A medtronic representative reported that, while in a spine procedure, a percutaneous pin sheared off in the patient. The surgeon successfully retrieved the particle from the patient. No further details regarding the damage, or how it occurred, were provided. This happened at the end of the procedure, as the surgeon was closing, resulting in a ten minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Device lot number was recorded incorrectly and, as the site discarded the suspect pin, is no longer retrievable. Device manufacturing date is dependent on lot number, therefore, unavailable. A medtronic representative, following-up at the site, reported the suspect percutaneous pin was disposed of by the site and will not be returned to manufacturer for analysis.